Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty power switch. However, the specific cause of the faulty power switch was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the power switch was unable to latch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii xenon light source power switch is faulty. During a standard service inspection of the customer returned device, the power switch was unable to latch. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.